Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient received inappropriate shocks due to noise. Patient was admitted to the hospital, and the device was turned off until a further decision is made. The patient was in stable condition afterwards. No further information is available at this time.